Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up for a report of a customer requesting assistance ending therapy and wanting to start over with new supplies. The home patient (hp) stated the reason for starting over with new supplies was because there were air bubbles in the cassette lines and she didn't know how they got in there. The hp stated that after starting over with new supplies no further issues were found. The patient was involved. No patient injury or medical intervention was reported.